Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed and requested assistance with programming and understanding the insulin pump. The customer stated that the insulin pump prompted her to set the time but she was unable to. She stated that the display came up as 5000. She did not know the difference between programming the basal and bolus. The customer's blood glucose was 340 mg/dl. The customer stated that she was treating manually because the insulin pump failed. She was assisted with using the bolus wizard and basal rates. She was advised to monitor herself carefully to ensure that she was doing what she needed.